Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Lead not working.

Event description:
It was reported that the patient presented in the operation room for a system implant. During the procedure it was noted that after the lead was implanted the pacemaker did not work. It was suspected that the pacemaker and the lead exhibited unknown malfunctions. Upon disconnecting the lead from the pacemaker the torque wrench broke into the pacemaker. The system was not used and was replaced. The patient was stable.